Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that after delivering one shock to a patient (age & gender unk), the medics attempted to deliver a second shock, and the device would not allow discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.